Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one patient. The following data was provided. Sid (B)(6). Sodium initial 119, repeated 139 (normal range 136 to 146). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Data and information provided was reviewed and support the complaint issue. Return testing was not completed as returns were not available. Device history record review was performed, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Complete information is provided on sample collection, processing and preparation for analysis are provided. The quality control results for three levels on all suspect assays, on the original instrument run as the same time as the suspect sample, show within range recovery indicating good system performance. The customer did not want to troubleshoot further as this issue has occurred on other sample. Customer reports sample pipettor, reagent pipettor and quarterly maintenance performed recently. Based on the complaint data and the evaluation tasks, the exact cause can not be determined with certainty. However, the alinity log review suggests that a small bubble in the sample may have been pipetted. This could impact the results, making them lower as less sample was delivered to the cuvette. Based on all reviewed data, a product deficiency was not identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.